Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) of 306mg/dl with abdominal pain associated with a two-hour maximum limits alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the pump emitted a two-hour max limit alarms when the patient was attempting to deliver a larger than normal bolus. There was no indication or allegation of a pump malfunction; the pump appropriately alarmed based on the programmed settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings:a review of the black box indicated that the data from the time of the alleged incident had been overwritten due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Test boluses were successfully programmed and delivered without the two hour maximum limit warning occurring. No defects were found on investigation.